Manufacturer narrative:
DHR/ncmr review DHR review process can¿t be performed due to the lot number was not provided from customer. A review of the ncmr¿s was performed; the result showed there were no issues reported like incorrect product number printed on label for the same part number throughout the last twelve months. Investigation based on the pictures provided from customer the following observations were made: ¿ the label sent to end user doesn¿t belong to flex ¿ a different box was used by distributor (medline) ¿ a re-packaging process is being performed by distributor according with this investigation this failure mode isn¿t related to manufacturing process because the distributor is doing a repackaging process were apparently, they have a different lot to traceability of the product sold to end user. Risk assessment a risk assessment isn¿t needed because there is not a failure mode related to manufacturing process. Root cause re-packaging process performed by distributor corrective action n/a conclusion based on this investigation this failure mode isn¿t related to manufacturing process because the distributor is doing a repackaging process were apparently, they have a different lot number to perform the trace-ability of the product sold to end user. All the complaint information was captured for tracking and trending purposes. H3 other text : see section h.10.

Event description:
It was reported that the label on side of box does not match the label that is on the top with a bd sharps coll¿ next gen 5.4qt clear 20/pack. The following information was provided by the initial reporter: it was reported that the label on the top of the box did not match the label on the side of the box.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the label on side of box does not match the label that is on the top with a bd sharps coll¿ next gen 5.4qt clear 20/pack. The following information was provided by the initial reporter: it was reported that the label on the top of the box did not match the label on the side of the box.